Event description:
It was reported the patient received inappropriate antitachycardia pacing therapy for multiple episodes detected as ventricular tachycardia. The physician determined the episodes were of svt origin. During the episodes, atrial undersensing was observed, however in real-time, there was no atrial undersensing. The patient was in atrial fibrillation and the atrial signal was correctly detected. Review of the session records found that the function undersensing of atrial events was due to timing of patients atrial and ventricular rhythms. The physician made the recommended programming changes were made. The patient condition is stable.